Event description:
It was reported that stent premature deployment occurred, requiring intervention. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8x80x120 epic vascular self-expanding stent was advance to treat the dissection. However, the stent deployed early when it arrived at the lesion site. The safety lock was removed from the handle prior to positioning the device in the lesion. Another stent was placed to complete the procedure, and there were no patient complications as a result of this event. The patient condition following procedure was stable.

Manufacturer narrative:
D4: lot number and unique identifier (UDI) #: corrected lot number, and therefore, UDI, based on good faith effort (gfe) received.

Event description:
It was reported that stent premature deployment occurred, requiring intervention. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8x80x120 epic vascular self-expanding stent was advance to treat the dissection. However, the stent deployed early when it arrived at the lesion site. The safety lock was removed from the handle prior to positioning the device in the lesion. Another stent was placed to complete the procedure, and there were no patient complications as a result of this event. The patient condition following procedure was stable.

Event description:
It was reported that stent premature deployment occurred, requiring intervention. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 8x80x120 epic vascular self-expanding stent was advance to treat the dissection. However, the stent deployed early when it arrived at the lesion site. The safety lock was removed from the handle prior to positioning the device in the lesion. Another stent was placed to complete the procedure, and there were no patient complications as a result of this event. The patient condition following procedure was stable.

Manufacturer narrative:
D4: lot number and unique identifier (UDI) #: corrected lot number, and therefore, UDI, based on good faith effort (gfe) received. Device evaluated by MFR: the epic was returned for analysis. A visual and tactile examination identified multiple inner sheath kinks. The device was received with the stent already deployed from the delivery system. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the handle of the device.